Event description:
It was reported that the hcp changed the drug concentration in the pump. The effect of drug was transiently accelerated during the priming bolus. It is unknown if a bridge bolus was performed. The ashworth level became level one. The hcp noted that the patient experienced overdose due to the change in concentration. The patient recovered and itb therapy has continued.

Manufacturer narrative:
This report is submitted following an internal audit.